Event description:
During rptr's first procedure for bph the surgeon experienced some sort of technical difficulty with the microwave machine. The pt was alert during the procedure and heard the dr on the phone with the MFR's rep obtaining technical assistance. During this time, the pt was having extreme burning, and later found out from subsequent md's that their urinary sphincter had been completely burned away. As a result of the damage the pt suffered extreme pain, seven add'l surgeries, an initial post-op infection with prolonged hospitalization for treatment with antibiotics, anuria, incontinence and ultimately the implantation of an artificial urinary sphincter. The pt reports that the problems resulted from scar tissue build-up at the sphincter site causing a urinary stricture. The pt is unsure if the dr was at fault or if the device malfunctioned.